Event description:
Incident description from the customer: "unit not producing an ice block. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). A maquet field service tech investigated the unit and discovered that the unit had a fully formed ice block - no problem found with the unit. Check unit using pcload; perform functional tests; verify unit meets factory specs; perform electrical safety tests. All tests were performed successfully. A supplemental medwatch will be submitted as soon as add'l info becomes available.